Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received intermittent unspecified continuous glucose monitor (cgm) errors. Reportedly, the sensor manufacturer performed troubleshooting and determined the issue to not be due to the cgm sensor. Customer had elevated blood glucose levels in the 400 mg/dl range, and moderate ketones. Customer delivered manual injections to stabilize blood glucose levels. Contact indicated they will continue to use the pump for continued insulin therapy.